Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was unable to fire, handle could not be squeezed, 4th reload had a poor staple formation. For 5th reload, the reinforced material also broke, leading to an incomplete staple line, jaws off the device locked on tissue and was resolved with scissors. A new handle and reload were used in order to complete the case. No patient injury.